Manufacturer narrative:
MFR was not informed of this incident by the owner of the device. Scarring is listed in the operator's manual as one of the potential adverse effects.

Event description:
It was reported that during the patient's 4th treatment the laser malfunctioned, resulting in 2nd degree burns and allegedly potential scarring on lower leg.